Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that hemostasis was successfully achieved using the angio-seal device. However, on the following day, bleeding occurred when the patient walked after the recuperation period. The physician applied manual compression, and hemostasis was successfully achieved. Angiography revealed that there was a pseudoaneurysm and the anchor was nowhere to be found. The procedure before deploying the device was removing a cerebral thrombus. A pre-deployment angiogram was performed. The size of the sheath ancillary used is unknown. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. The patient was being monitored, and the patient's condition was favorable (oct. 7). Bleeding occurred out of the procedure room. There were no other devices or equipment used with the reported product.